Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit but was unable to reproduce the reported event. The performance was verified and the unit is meeting all manufacturer specifications. In the event additional information becomes available a follow-up report will be submitted at that time. (B)(4).

Event description:
The customer stated that the screen on this unit is frozen and will not respond to any inputs. This issue was discovered during testing and there was no patient involvement.